Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and the reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and eleven months post implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.